Event description:
Information received by medtronic indicated that insulin pump had crack in case. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery tube area found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, broken reservoir tube lip, battery tube threads - cracked, cracked case (battery tube), serial number label stained. Cosmetic damage was confirmed at the battery tube area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.